Event description:
The customer reported that the roadmapping cine option was not functioning properly, however, all other cine options are functioning. The problem occurred in preparation for procedure, an alternative unit was used to complete the procedure. No patient injuries were reported.

Manufacturer narrative:
The ge service rep reloaded the software using disks provided with system. The unit was booted error free and they were able to x-ray error free. He verified all cine applications including the road map, checked unit operations, unit functions as intended.